Event description:
We had a staff member notice that the kendall monoject safety syringe 1/2 ml 29 g x 1/2" had the safety shield fail. It came off exposing the staff to the needle. When I looked online I didn't see the lot number of our syringes in the recall. The lot number of the syringes that failed is 216431.